Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was reported to animas for evaluation. Evaluation revealed visible damage to the force sensor. Evaluation also found that the display screen was misaligned.